Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that the therapy connector was disconnected. After reconnecting the therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not deliver shock when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.